Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the liner did not matched in the cup.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - liner is not matched in the cup. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. Sign of scratches were observed on the outer surface of the delta cer insert 36id x 56od but most likely cause by the implantation attempts. A dimensional inspection was performed for the delta cer insert 36id x 56od and met specifications. A manufacturing record evaluation was performed for the finished device product description: delta cer insert 36id x 56od product code: 121881756 lot number: 4176676 and no non-conformances or manufacturing irregularities were identified. The overall complaint was not confirmed as the observed condition of the delta cer insert 36id x 56od would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device product description: delta cer insert 36id x 56od product code: 121881756 lot number: 4176676 and no non-conformances or manufacturing irregularities were identified. A manufacturing record evaluation was performed for the finished device product description: delta cer insert 36id x 56od product code: 121881756 lot number: 4176676 and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: added: d4 (exp. Date), h4. Corrected: d4 (primary UDI number), h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the liner is not matched in the cup. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the delta cer insert 36id x 56od was observed without any cosmetic damage. However, functionality of the device cannot be assessed through photo evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the delta cer insert 36id x 56od would not contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : product code 121881756, work order (B)(4) was manufactured on 01-jun-2023. (B)(4) parts were manufactured per specification and all raw materials met specification. Non conformance: there were no non-conformances associated with this lot.